Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results with high anion gaps on their dxc 600 pro instrument. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Age, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).